Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided information on pump reset procedures. The malfunction code did not recur after the reset, and it was advised that the customer continue using the pump, with instructions to call back if the malfunction recurs.